Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machine was frozen. A technical support specialist confirmed system updates and .net repair were completed. Application functionality was validated, and medication issuing worked without issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, machine kept freezing and launching virtual debugger. User reported issue happens multiple times a day and is very irritated. The occurs when they are trying to access random drawers (not one specifically). The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.